Event description:
It was reported that the patient presented to the ER after receiving multiple inappropriate therapies due to far-field p wave oversensing on the ventricular channel. The device was reprogrammed. The patient condition is fine.